Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that she was transported to hospital where she was treated with insulin drip. Customer's blood glucose reading at the time of hospitalization was 1600 mg/dl. Nothing further was reported.